Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) stating following receipt of video colonoscope ec-3890fi2/serial (B)(4), flushing fluid collected from the colonoscope before the first reprocessing detected 5 colony-forming units in the air/water channels. Flushing fluid collected after the first reprocessing detected 4 colony-forming units in the operation channel. The air/water channels tested negative.